Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 401 mg/dl at the time of incident and 200 mg/dl at last night. The customer was treated with bolus. Customer also reported that insulin pump had no delivery alert. Customer feels ok to troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.